Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call reported via phone call that, the customer had low blood glucose of 20 mg/dl and went to emergency room on (B)(6) 2020 and discharged on same day. The low blood glucose was treated with glucagon shot and food. Customer ate some chocolates and a banana before going to bed. Based on customer report does customer believe pump is over-delivering. The significant event leading to hospitalization was not waking up. The customer was not using auto mode or smart guard function at the time of the event. The insulin pump will be returned for analysis.